Event description:
Procedure: liver resection. According to the reporter: the stapling device partly closed but did not completely close and required a number of reloads for different stapling devices until a replacement was found that seemed to function correctly. The surgeon worked up to the apex of the liver and placed a stapling device across the right hepatic artery. The surgeon divided this with a stapling device at which point the device fell apart as the knife cut through the haptic vein without a line of staples. Blood loss was reported as 3000cc and surgery time was extended by 30 mins. The pt was discharged to home.